Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿there were observable particulates found in the sterile chemotherapy intravenous tubing sets." It was reported that a closed set was observed to have a small round black particulate, less than 1/16th inch in size, on the neck of the chamber. There was no patient involvement.

Manufacturer narrative:
Correction on b.5. The customer's report of a small black particulate on neck of the drip chamber was confirmed based on visual inspection of the as-received set sample. Through the unopened package, the particulate was observed along the reported area and was able to be moved away from the area. The particulate was not within the fluid path. Visual inspection under magnification observed the particulate to be hairlike and was measured as approximately 0.02 inches in length. The root cause was identified as contamination of small particles that comes in the bags from the roller clamp body components. The device history record for set model 22603-b007t lot 19096492 shows the set was manufactured on 20sep2019 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿there were observable particulates found in the sterile chemotherapy intravenous tubing sets." It was reported that the technician opened a sterile set within chemo hood chamber (completely closed system) and it contains a small round black particulate (<1/16th inch) on neck of chamber. There was no patient involvement. This file is for exhibit b.